Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle as the product was received there was mixed product in the case. Of the two cases received only 6 boxes (48*6 needles) and 7 boxes (48*7 needles) respectively instead of 10 boxes per case (48*10 needles).

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for the incorrect quantity of shelf cartons within the case carton was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect shelf carton quantity with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle as the product was received there was mixed product in the case. Of the two cases received only 6 boxes (48*6 needles) and 7 boxes (48*7 needles) respectively instead of 10 boxes per case (48*10 needles).